Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm and se 2367 alarm on the homechoice (hc) unit during fill 2 the previous night. The home patient (hp) stated she had turned off the machine. On (B)(6) 2010 product surveillance spoke with the hp who stated she had no idea why the bag fell; in fact, she didn't realize the bag had fallen until the next morning when she called in for tech support. The hp stated when she informed the tsr of the alarm, he asked her to check the set up; the hp then noticed that the supply bag was on the floor. The hp stated she does use a cxd device to set up. The hp stated this was the first time a bag has ever come undone or fallen. The hp stated after ending the call with the tsr, she went to the clinic because she needed to drain. The hp stated she was then at the clinic a few more hours to be treated with a bag of antibiotics. The hp confirmed no infection has resulted from this incident. The hp confirmed she had no problems with her supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated she had no idea why the bag fell; in fact, she didn't realize the bag had fallen until the next morning when she called into baxter. A batch review was not performed because the lot number was unknown. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).